Manufacturer narrative:
PMA/510(k) # p200023. Device evaluation: the zvt7-35-80-14-14.0 device of lot number c2148193 involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label review: it should be noted that the instructions for use (ifu0047) states the following: ¿hold the hub stationary. The stent will be deployed as you pull the handle (a) toward the hub (b).¿ ¿as deployment occurs, continue sliding the handle (a) towards the hub (b) in a slow, smooth and consistent fashion.¿ ¿once deployment has begun, the stent must be fully deployed.¿ ¿the stent is fully deployed when the handle (a) reaches the hub (b).¿ there is evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause can be attributed to use error. From the customer testimony it is known that the device was removed before full deployment of the stent was achieved. As a result, the stent was stretched and subsequently broke. As previously mentioned the IFU states ¿once deployment has begun, the stent must be fully deployed.¿ use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Confirmed quantity of 01 x used device. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the initial reporter, the broken stent punctured a vessel resulting in the patient being treated with open surgical haemostasis. The patient was later treated by a different physician and the procedure was completed successfully. A definitive root cause can be attributed to use error. Complaints of this nature will continue to be monitored for similar events. Confirmed quantity of 01 x used device.

Event description:
A supplemental report is being submitted due to completion of the investigation on 14-jan-2025.

Manufacturer narrative:
PMA/510(k) # p200023. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
On (B)(6) 2024, a hematologist in the department of hematology and oncology used a self-expanding venous stent to place a zilver vena venous self-expanding stent in the patient's iliac vein after an iliac vein angiogram showed a significant compression and narrowing of the left iliac vein. During the procedure, the stent shifted after release, and the released end of the stent broke and buckled and punctured the vessel, making it difficult to stop bleeding from the puncture point by applying pressure. The patient was treated with open surgical hemostasis. The buckled portion of the stent is cut away using surgical procedures and the blood vessel is surgically sutured to stop the bleeding. Hospital reported this case as an adverse event directly to china authority using china authority ae monitoring online system, cook china asked the distributor to contact with the hospital and verify this incident as below: after communicating with the director of the hospital, the operator was the deputy director of the department. During the procedure of releasing the venous stent, when the head end of the stent had already been released and contacted with the vessel, the deputy director did not pay attention to the steps that should be taken to fix the release handle with his right hand and then withdraw the sheath with his left hand, but instead, withdrew the stent system with both hands, which resulted in the stent's posterior end being stretched excessively to lengthen the stent, leading to the adverse event. The patient was later treated by the director and the procedure was successfully concluded.